Event description:
The hcp reported that the patient experienced somnolence and urinary retention post drug delivery system implantation. The patient had discontinued use of oxycontin prior to device placement and was given morphine sulfate at a rate of 1mg/day via the drug delivery system post implant. On the first post-operative day, the dose was decreased to .5mg/day, then to minimal due to persistent symptoms. Oral percocet was given as supplementation during this time. The patient was discharged from the hospital and is "doing fine".